Event description:
It was reported that a care giver (cg) observed air in the home patient¿s (hp) line during the initial drain phase of automated peritoneal dialysis (apd) therapy. The patient was connected at the time of the alarm. The cg stated that as soon as the initial drain started, air bubbles were noted in the lines. Nothing unusual was identified during troubleshooting for the observed air. A technical service representative advised the cg to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.